Manufacturer narrative:
There were holes in the 26mm aortic bifurcate prosthesis and there was a secondary rupture of the originally operated aneurysm. The patient had an emergency surgery, otherwise he would have not survived. The patient was discharged home twelve days postoperatively. This was an endoleak type iii with multiple fabric tear. Multiple tears occurred on the ventral side of the main body. The main body and both limbs were partially replaced over median laparotomy. The procedure went without any adverse events. The device was explanted partially, the main body (the suprarenal fixation was left in-situ) and the distal parts of both limbs were left in the iliacs. The new prosthesis was sutured proximally and distally on the rest parts of the incraft stent graft. The product was not returned for analysis; however, three images of the explanted device were provided for analysis. A file with three pictures of a aaa bifurcated prosthesis was received for visual review attached to the complaint (B)(4) reported as an aortic bifurcate 26mm part number (B)(4), and lot number 17339816. The actual device was not returned for analysis. Per visual analysis of the pictures attached to the complaint, the reported partially explanted bifurcated aortic prosthesis could be observed. Blood residues as well as apparently little pieces of human tissue can be seen over the prosthesis. A product history record (phr) review of lot 17339816 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿bifurcated aortic prosthesis-endoleak type iiib¿ could not be confirmed as the device was not returned for analysis. The photographs provided do not provide enough information to change that determination. The exact cause could not be determined. Vessel characteristics or procedural factors (although unknown) may have contributed to the reported event. According to the safety information in the instructions for use ¿potential adverse events and potential device risks include but are not limited to: aneurysmal enlargement; aneurysm sac rupture; endoleak; graft material wear; graft puncture. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. Neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Picture evaluation: a file with three pictures of a aaa bifurcated prosthesis was received for visual review attached to the complaint report as an aortic bifurcate 26mm part number ab2698, and lot number 17339816. The actual device was not returned for analysis. Per visual analysis of the pictures attached to the complaint, the reported partially explanted bifurcated aortic prosthesis could be observed. Blood residues as well as apparently little pieces of human tissue can be seen over the prosthesis. Additional information is pending and will be sent in upon 30 days after receipt.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) associated with lot 17339816 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, there were holes in the 26mm aortic bifurcate prosthesis and there was a secondary rupture of the originally operated aneurysm. The patient had an emergency surgery, otherwise he would have not survived. The patient was discharged home twelve days postoperatively. This was an endoleak type iii with multiple fabric tear. Multiple tears occurred on the ventral side of the main body. The main body and both limbs were partially replaced over median laparotomy. The procedure went without any adverse events. The device was explanted partially the main body (the suprarenal fixation was left in-situ) and the distal parts of both limbs were left in the iliacs. The new prosthesis was sutured proximally and distally on the rest parts of the incraft stent graft.